Manufacturer narrative:
The manufacturer internal reference number is: (B)(4)

Event description:
Additional information received from the physician reported that of the patients previously reported with uveitis, all have achieved good refractive outcomes and no patients that have been released from treatment have a loss of best-corrected visual acuity (bcva).

Event description:
Additional information for this patient was received. The patient presented with dilated pupils eighteen days post surgery. The patient was treated with steroid drops and ointment, topical steroids, artificial tears and gel, glucocorticoid drops, and a diuretic pill for elevated intraocular pressure. The patient also had punctal plugs inserted at the one month post-operative visit.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional follow up information received from the physician stated patients were affected at one day and one week post-operative visits. The patients returned between day sixteen and twenty three with complaints of pain and redness. The typical anterior chamber reaction was mild with high amount of pigment cells. Patients were treated with increased steroids. Early response was a slight intraocular pressure (iop) decrease, followed by a rise in iop within a few days. Iop lowering medications were added and some patients received an anterior chamber tap immediately to lower the iop. Flare of 2-3+ developed early in the treatment phase. Pigment shedding led to transillumination defects. All patients resolved with treatment and ended essentially plano and within one line of pretreatment best corrected visual acuity. The physician noted laser maintenance was performed about six weeks ago and no cases have been reported since.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. Review of the logfile for the day of treatment shows during the start-up the system passed all initialization steps without any relevant deviation. The user performed the gas change, performed the scanner test and performed the necessary energy check, eyetracker and fluence test without any issue. The logfile shows multiple successfully performed treatments. The user performed an energy check and treated six eyes / three patients before this corresponding patient. It is recommended that an energy test is performed before each patient. The measured energy was stable. The corresponding treatment was performed without interruption. No technical root cause is detectable. There is no known correlation between the device itself and uveitis or glaucoma. Most likely there might be a relation between instrumentation or medication. Anterior uveitis is not related to the device. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor reported patients developed mild uveitis followed by severe pigment dispersion glaucoma two weeks post-operatively. Symptoms are continuing. Intervention was required to prevent permanent impairment/damage. The doctor is blaming the laser. There are multiple related reports for this facility. This report addresses the patient (B)(6) right eye and other manufacturer reports will be filed.